Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain, swelling.

Event description:
Physician reported patient has aspiration sent for alcl testing. Patient additionally reported "pain and swelling" of the right breast. The device remains implanted.

Event description:
Physician further confirms "currently, there is no actual evidence of alcl". Physician noted "the last aspiration of fluid did not yield much sample (for cd31 cells) and when it was analyzed, they were not able to detect any suspicious cells...the fluid around the implant was minimal and that there were no concerning features on scan and clinical examination." Patient additionally reported "right breast had become quite swollen and lumpy," physician "found some fluid which was drained and sent for checking to rule out lymphoma," feeling "worry and the stress of possibly having lymphoma," "breasts were extremely odd looking, swollen, one was more elevated that the other and they were quite painful." The device has been explanted.

Event description:
Physician reported patient has aspiration sent for alcl testing. Patient additionally reported "pain and swelling" of the right breast. The device remains implanted. Physician further confirms "currently, there is no actual evidence of alcl". Physician noted "the last aspiration of fluid did not yield much sample (for cd31 cells) and when it was analyzed, they were not able to detect any suspicious cells.the fluid around the implant was minimal and that there were no concerning features on scan and clinical examination." Patient additionally reported "right breast had become quite swollen and lumpy," physician "found some fluid which was drained and sent for checking to rule out lymphoma," feeling "worry and the stress of possibly having lymphoma," "breasts were extremely odd looking, swollen, one was more elevated that the other and they were quite painful." The device has been explanted.